Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. Quality controls were within acceptable ranges. There was no instrument error when the discordant results were obtained. A siemens headquarters support center (hsc) specialist reviewed the sample data and determined that the customer did not follow proper sample handling procedures. The hsc specialist recommended that the customer should increase the time the samples are allowed to clot and centrifuge. The cause of the discordant, falsely elevated calcitonin results on multiple patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated calcitonin results were obtained on two patient samples on an immulite 2000 instrument. The discordant results were reported to the physician(s). Patient 1 was sent to an alternate laboratory where a new sample was obtained from the patient and was tested on an alternate immulite 2000 instrument, resulting lower. The original sample for patient 1 was then tested at this customer site on the same instrument (s/n: (B)(4)), also resulting lower. The sample for patient 2 was also repeated on the same instrument (s/n: (B)(4)), resulting lower. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated calcitonin results.